Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy due to a sudden change in therapy or symptoms. The patient fell in 2015 and after the fall their device quit working. The battery would not program secondary to its positioning. As well the lead placement may have been too close to the s3 nerve itself. The patient had a revision on (B)(6) 2015. The indication for use for this patient was gastrointestinal/pelvic floor.